Manufacturer narrative:
Two used decontaminated samples were returned for evaluation. Upon functional testing, it was observed the devices were unable to be inflated due to leakage in the cuffs. The cuffs were visually inspected under magnification, and tears were noted. Customer reported complaint was confirmed. The most probable root cause is that tears occurred during use by coming into contact with a sharp edge. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical blue line ultra suction aid tracheostomy had a cannula with leakage. A tracheostomy change out was required, and incidence occurred once again. No patient injury resulted.